Event description:
It was reported that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) has had many high out of range pace impedance measurements. Oversensing of the respiratory rate trend were also observed. Device optimization was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) has had many high out of range pace impedance measurements. Oversensing of the respiratory rate trend were also observed. Device optimization was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.